Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 531 mg/dl with ketones after the pump settings had been changed by a nurse. The customer addressed the bg level with an insulin pen injection. Tandem technical support offered to perform a system check on the pump, but the customer declined. The customer was confident that the pump profile settings needed to be to be readjusted.